Manufacturer narrative:
Follow-up submitted as it was determined an inspection was allegedly performed by the customer noting the foot end lift was stuck in an elevated position. When contacted, customer stated they had already performed the repair. Evaluation performed by customer.

Event description:
It was reported via repair work order that the foot end lift was stuck elevated. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Event description:
It was reported via repair work order that the foot end lift was stuck elevated. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as it was determined this complaint was previously reported in medwatch #0001831750-2013-04955.

Event description:
It was reported via repair work order that the foot end lift was stuck elevated. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.